Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level and high ketone levels. A specific bg value was not provided, and the cause was unknown. A manual injection was administered and the infusion set was changed multiple times to address bg level. Recommendation was made to discuss diabetes management with a health care professional.